Event description:
Intermittent output. Previously returned for recall. Complaint not verified. Functions to spec. Repair order (B)(4). No patient injury. No extra steps. Leep precision generator lp-20-120 . E-complaint (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported conditon.

Manufacturer narrative:
Investigation. X-review DHR . X-inspect returned samples . *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 06/06/2020 under wo#'s (B)(4) & (B)(4) and shipped on 02/24/2020. Manufacturing record review: DHR's 280411 & 280527 were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. Root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action . The unit was evaluated with no defects noted as it functioned to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Intermittent output. Previously returned for recall. Complaint not verified. Functions to spec. Repair order (B)(4). No patient injury. No extra steps. 1216677-2022-00140 leep precision generator lp-20-120 e-complaint-(B)(4).